Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the safety switch would not remain activated, resulting in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the safety switch would not remain activated, resulting in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.